Manufacturer narrative:
Further testing was done on the device. The cause of the reported premature battery depletion was an internal anomaly.

Manufacturer narrative:
Upon receipt, no communication could be established due to a depleted battery. With a similar battery attached, communication was not possible with the programmer via rf telemetry; high current was observed and interrogation was halted. The device communicated normally via inductive telemetry. Normal current consumption was found during bench, automated electrical, temperature, and humidity testing. The rf module was sent to the manufacturer r for analysis. It failed several open circuit connection tests due to probable damage sustained during the rf module removal process. No further testing could be performed on the rf module. The cause of the battery depletion was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic due to a vibratory alert. The device was at eri prematurely after seven months of implant. No delivery of hv therapy was noted. The device was explanted and replaced.